Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. The device was possibly showing signs of premature depletion. The device remains in service at this time and no adverse patient effects were reported. It was additionally reported that the device was successfully explanted and replaced. No additional adverse patient effects were reported. It was not reported that the device would be returned for analysis.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. The device was possibly showing signs of premature depletion. The device remains in service at this time and no adverse patient effects were reported.